Event description:
Patient had total knee in 2002. Had periprosthetic fracture in 2009. A hinge was implanted at that surgery. Now in 2014 the patient complained of pain in left knee and x-ray revealed loosening of the femoral cemented stem. Since patient also needed a total hip replacement, a custom implant with gmrs and mod restoration connections was manufactured. Revision consisted of acetabular replacement, implantation of custom stem, replacement of extension segment and preservation of gmrs knee, with replacement of bushings, axel and bumper.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer because the patient requested to keep it. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding femoral stem loosening involving an mrs stem was reported. The event was not confirmed. There were no reported discrepancies for the referenced lot. There were no other events for the reported lot. The exact cause of the event could not be determined because pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient had total knee in 2002. Had periprosthetic fracture in 2009. A hinge was implanted at that surgery. Now in 2014, the patient complained of pain in left knee and x-ray revealed loosening of the femoral cemented stem. Since patient also needed a total hip replacement, a custom implant with gmrs and mod restoration connections was manufactured. Revision consisted of acetabular replacement, implantation of custom stem, replacement of extension segment and preservation of gmrs knee, with replacement of bushings, axel and bumper.